Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Patient codes: no code available, was selected, however, the patient did undergo additional intervention as a scepter c (microvention) occlusion balloon catheter was placed to help stop the bleeding via an 0.072¿ navien (medtronic) catheter. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that while placing the 2mm x 8cm galaxy g3 xsft hel (glx120208/unk lot #), the coil ruptured the dome of the anterior communicating artery aneurysm. The concomitant sl-10 (stryker) microcatheter was removed and the 8t (2.7-3.5) pulserider aneurysm neck reconstruction device (anrd) deployed intra-aneurysmal was detached successfully. A scepter c (microvention) occlusion balloon catheter was placed to help stop the bleeding via an 0.072¿ navien (medtronic) catheter. The echelon 10 (stryker) microcatheter was reinserted into the aneurysm and five competitor coils were implanted. The rupture caused intracranial bleeding, which was later controlled. The surgery was not delayed due to the reported event. Two micrusframe coils were first deployed in the aneurysm without incident. The device is not available for analysis. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint #: (B)(4). Based on additional information received, the correct product and lot number involved on this complaint is glx120206/ l13015. Section b5: additional information received on 13-feb-2020 indicated that the correct lot number of the complaint coil is l13015 (2mm x 6cm galaxy g3 xsft helical; product code: glx120206). There were reportedly no other factors (i.e. Vessel/aneurysm characteristics) that may have contributed to the event. The aneurysm height was 5.89mm, width was 6.12mm, and neck size was 4.79mm. Balloon occlusion and further coiling were performed as intervention for the rupture/bleed. The event resulted in prolongation of existing hospitalization, but the date of discharge is unknown. It was last reported that the patient is doing well. Films of the event are not available for review. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that while placing the 2mm x 6cm galaxy g3 xsft helical (glx120206/ l13015), the coil ruptured the dome of the anterior communicating artery aneurysm. The concomitant sl-10 (stryker) microcatheter was removed and the 8t (2.7-3.5) pulserider aneurysm neck reconstruction device (anrd) deployed intra-aneurysmal was detached successfully. A scepter c (microvention) occlusion balloon catheter was placed to help stop the bleeding via an 0.072¿ navien (medtronic) catheter. The echelon 10 (stryker) microcatheter was reinserted into the aneurysm and five competitor coils were implanted. The rupture caused intracranial bleeding, which was later controlled. The surgery was not delayed due to the reported event. Two micrusframe coils were first deployed in the aneurysm without incident. The device is not available for analysis. Additional information received on 13-feb-2020 indicated that there were no other factors (i.e. Vessel/aneurysm characteristics) that may have contributed to the event. The aneurysm height was 5.89mm, width was 6.12mm, and neck size was 4.79mm. Balloon occlusion and further coiling were performed as intervention for the rupture/bleed. The event resulted in prolongation of existing hospitalization, but the date of discharge is unknown. It was last reported that the patient is doing well. Films of the event are not available for review. The product remains implanted; therefore, no analysis can be performed. There are no alleged quality issues with the product. A manufacturing record evaluation was performed for the finished device l13015 number, and no non-conformances related to the reported complaint condition were identified. Aneurysm rupture with intracranial hemorrhage is a known potential procedural complication associated with the galaxy g3 coil. These procedures involve treatment of aneurysms which have known vessel wall weakness. Manipulation of devices in or near the intracranial aneurysm increases the risk of rupturing the fragile aneurysm wall. Based on the information available for review, the root cause of the event cannot be determined; however, clinical and procedural factors, including aneurysm/vessel characteristics (i.e. Size, wide-neck, shape, location), device manipulation, and device interaction due to the utilized coiling technique, may have contributed with no indication of a device malfunction. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # : (B)(4). A manufacturing record evaluation was performed for the finished device l10270 number, and no non-conformances related to the reported complaint condition were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.